Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 85" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged bi-phasic flex cable. Trend analysis for failures of this type does not indicate an increase in frequency.